Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36995143 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in (B)(6) 2022. Investigation results: we received for investigation one celsite st305 access port from batch 36995143 with the proximal part of the catheter. It is still connected to the access port. The distal part was not returned for evaluation. Visual examination: the device is contaminated by blood. About 8 puncture marks are visible inside the silicone septum. We have observed the ruptured extremity under binocular magnifier. The rupture facies is partially cut clear and partially irregular and rough aspect. Two areas on the catheter section, diametrically opposed, seems be due to pinch or to damage by a tool (eg forceps, needle...). Around the rupture we can observed several tools marks (<1mm). Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All the measures conform to our specifications. Conclusion: - rupture observed after 3 weeks. - around the rupture we can observed several tools marks - no manufacturing deviation is observed. According to the above-mentioned elements, seems to be due to a small damage done by a sharp object during the implantation procedure (needle, forceps...). This damage has then extended until the complete rupture of the catheter due to patient's movements. Catheter rupture is a known potential complication of the access port implantation. The IFU specify " during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments". This is a rare incident (0,01%) not imputable to the device, no corrective action is envisaged.

Event description:
"Intracardiac migration of the venous catheter after 2 courses of chemotherapy. Intervention in haemodynamic theater: need to extract the entire distal end of the access port (18cm), with snare. Subsequent segmental pulmonary embolism (10/08). Chemotherapy treatment postponed. Removal of ipc and insertion of a new one on 05/09."